Event description:
A customer reported an alarm issue with the adc device. The customer reported that the low glucose alarm failed to trigger when customer was hypoglycemic, and customer experienced a loss of consciousness. The customer was taken to hospital where customer was hospitalized for 7 days, and treated with unspecified IV over duration for diagnosis for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. Attempted to replicate the user complaint and were able to successfully receive high/low glucose alarms on ios/fsl2 using a known good libre 2 sensor. No issues were identified with librelink application. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The customer reported that the low glucose alarm failed to trigger when customer was hypoglycemic, and customer experienced a loss of consciousness. The customer was taken to hospital where customer was hospitalized for 7 days, and treated with unspecified IV over duration for diagnosis for hypoglycemia. There was no report of death or permanent injury associated with this event.